Event description:
A nurse reported that the equipment displayed a system message during a cataract intraocular lens implant procedure. The procedure was completed with the same equipment and accessories. Following a delay of 20 minutes. There was no harm to the pt.

Manufacturer narrative:
There was no service performed on this system. There was no sample returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add¿l similar reports for this system. The root cause could not be determined conclusively. (B)(4).